Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was previously returned to pentax medical from a customer on 26-aug-2019 and inspection of the unit was performed on 29-aug-2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, insertion tube gauge/dig at stage 1, ccd circuit board corrosion, primary operation channel excess glue at distal end, air/ water socket cylinder o-ring chipped, dust inside prism, shield cover corroded, pve electrical pin corroded, passed dry leak test, endoscope failed electrical safety test - hi-pot, endoscope failed electrical safety test - plct, passed wet leak test, image blackout, distal cap - fixed type distal tip upgrade, pve electrical connector frame mild corrosion, fluid invasion in pve connector, light carrying bundle distal cover glass middle chipped, # 1 remote control button cover cracked, umbilical cable single buckled, under pve root brace. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts to be replaced: air/water tube, deflector operating wire, deflector staycoil, lcb distal cover, objective prism assy, pcb for ccd k2 pb-free/ntsc, adjusting collar, angle wire, bending rubber, segment attaching screw, insertion flexible tube, rl pulley assy, ud pulley assy, operation channel, light guide cable, electrical connector assy, remote control button, o-rings and seals, distal case/cap, deflector body link.